Manufacturer narrative:
Date of event is unknown. Medical device lot #: 1184810 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd veritor ¿ sars-cov-2 & flu a+b has been found experiencing two occurrences of producing false positive results. Pcr was performed for confirmatory testing. There was no report of patient impact. Eua2# (B)(4). The following has been provided by the initial reporter: it was reported that false positive for flu a.

Manufacturer narrative:
Investigation summary this statement is to summarize the investigation results regarding the complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1184810. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Returned testing could not be conducted as the returned kit did not have sufficient returned components to run a test. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against false positive was identified. Currently no adverse trend for false positive was identified. Bd quality will continue to closely monitor for trends.

Event description:
It has been reported that the bd veritor ¿ sars-cov-2 & flu a+b has been found experiencing two occurrences of producing false positive results. Pcr was performed for confirmatory testing. There was no report of patient impact. (B)(4). The following has been provided by the initial reporter: it was reported that false positive for flu a.